Manufacturer narrative:
This report is for an unknown cortex screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Partial part number provided as 204.8xx. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the second portion of a pilon open reduction internal fixation (orif) procedure on (B)(6) 2021, one of the cortex screws inserted from the posterior side was too long, inhibiting the reduction anteriorly. The surgeon decided to use a non-synthes pin cutter to cut the tip off of the screw to allow the bone fragment to set into place. Procedure was completed successfully with no delay. There was no patient consequence. This report is for an unknown cortex screw. This is report 1 of 1 for pc: (B)(4).